Event description:
It was reported that the patient experienced atrial fibrillation and the atrial lead's auto polarity switched due to low out of range pacing lead impedance. Atrial sensing was low and capture thresholds were unobtainable due to the atrial fibrillation. The physician was to continue monitoring the patient remotely. The patient was sent for additional chest x-ray for further investigation. The patient was to return in a month for review to decide whether lead revision would occur. There were no patient consequences.